Event description:
The reporter's spouse did back to back (rapid succession) blood glucose tests, using separate finger sticks. Spouse results were 72, 61, 43 and 59 mg/dl. Spouse did not have any symptoms. Control testing was not done due to unavailability of supplies. On followup, the reporter cleans spouse's meter on a regular basis. Reporter checks the back of spouse's test strip for blue confirmation dot their technique of applying blood is accurate. No harm was alleged.